Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00633405028 lot number: 64165806 brand name: acetabular liner, unknown head, unknown cup. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04650, 0001822565-2019-04652. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.

Event description:
It was reported that the patient underwent a revision procedure due to reduced mobility and a MRI scan suggesting some localized tissue abnormalities around the hip prosthesis. Additional information on the reported event is unavailable at this time.